Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10i23068 and h10i13010) and no issues were found related to the reported condition during the manufacture of those lots. The root cause is determined to be use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
This is a spontaneous report by a nurse in (B)(6) of touch contamination and peritonitis with (B)(6) in a (B)(6) female coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, frequency, and dose not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following. On an unreported date, the patient made a mistake during therapeutic pd and had an incident of touch contamination. On (B)(6) 2010, the patient experienced peritonitis. Treatment for the bacterial peritonitis was not reported. The nurse reported the patient did not require hospitalization. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Outcome for the touch contamination was not reported. Per the nurse, the bacterial peritonitis was not related to dianeal therapy. The nurse did not provide an opinion of causality for the touch contamination. This is report 1 of 2 involved in this peritonitis event.